Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto-flex device's sound abatement foam. The patient has alleged he coughs all the time with sputum. He doesn't know if it comes from the phillips device but anyway, he feels better without the device. There was no report of serious or permanent harm or injury. The device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center stated that the complaint was not confirmed. Additional findings included the software on the device was up to date and the pca need to be replaced. There was no evidence of foam particles found inside the device assembly. The device passed the evaluation but was scrapped due to quality and based on customer request. There was no information about product returned date and time. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The "evaluation method code grid", "evaluation results code grid", "component code grid" and "conclusion code grid" has been corrected in this report. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. In this report, box d, h has been updated/corrected.